Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine visit, episodes of ams with atrial undersensing were observed. It was unclear why the device mode switched without seeing atrial events. Review of session records noted that the ams episodes were deemed appropriate. The device was performing appropriately. The patient was not symptomatic. Programming changes were made. The patient was fine.